Manufacturer narrative:
The insulin pump was received with cracked case at lcd window corners, reservoir tube and battery tube threads. The insulin pump was received with missing end cap sticker. The insulin pump was received with scratched lcd window. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 29 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.